Event description:
The recipient reported experienced pain and swelling around the implant site. The recipient was hospitalized for 5 days and treated with intravenous antibiotics (ciprofloxacin and clindamycin IV). The recipient also experienced headaches and prescribed analgesic and tylenol codeine. The recipient continues to be monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted, which has been reported in MDR# 3006556115-2015-00321, and the investigation will continue in the aforementioned MDR. The company was informed that the recipient is reportedly doing well. This is the final report.